Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the shaft of the taxus liberte stent delivery system fractured. The target lesion was located in the 1st obtuse marginal. Predilation was performed with a 3.0x8mm apex balloon. While advancing the 3.0x12mm taxus liberte stent over the wire the delivery system shaft "snapped in half". The distal portion of the delivery system was retrieved successfully as it remained on the wire and had not completely entered the tuohy. The device was removed and the procedure was completed with another of the same device. There were no patient complications and the patient is reported to be "okay".